Event description:
During a surgical procedure, the pt's bowel was allegedly perforated by the trocar sleeve end. The tear was sutured laparoscopically. The device history record review indicated no lot specific problem. The returned unit showed a clear sign of misuse. The instructions for use warn to exercise caution.